Manufacturer narrative:
(B)(4). Batch # unknown. As the device was not returned, an analysis investigation could not be performed.  A conclusion could not be reached as to what may have caused or contributed to the event.  The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. Additional information was requested, and the following was obtained: where within the gap setting scale was the orange indicator prior to firing? No further information is available. What confirmation was received that the device was fully fired? The sales rep confirmed the deployed staples have been no problem since the surgery. Was the staple line complete? No further information is available. Were there any staples missing from the staple line? No further information is available. What was the shape of the staples (b-formation, irregular, legs straight)? No further information is available. Were the staples deployed into the tissue? Yes. Were the staples seen in the surgical field? Yes. Did the device cut? Yes. Was the cut line fully circumferential around the target tissue? No further information is available. If the device fully cut, were both tissue donuts present? No further information is available. If the device fully cut, were both donuts complete? No further information is available. How many counter-clockwise revolutions were used to open the device? No further information is available. How was it confirmed that the anvil was free from the tissue prior to removing? No further information is available. After firing was the adjusting knob turned ? To ? Revolutions? No further information is available. Was the device rotated 90 degrees in both directions to ensure the anvil was free from the tissue? No further information is available. Who fired the device? The male surgeon. Who removed the device? No further information is available. Was the safety reset prior to removal? No further information is available. What was the users experience with the device? No further information is available. No further information will be provided." If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that during a laparoscopic sigmoidectomy, there was a large hole on the staple line of the anus side at 3 o'clock after the firing. The staples were deployed properly. The device was used between the colon and the rectum. No additional treatment was performed to complete the case. There were no adverse consequences to the patient. No further information is available.